Event description:
The child stopped responding to sound sensations after hitting his head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 1999.